Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were multiple no cartridge detected warnings observed in the pump's black box. The malfunction at the load step was duplicated during the investigation. The pump's force sensor failed a calibration test. Moisture was observed in the battery compartment. The force sensor was removed and the resistance was tested to be within specifications. Contamination was found on lead screw past the ball seal. The vibratory alarm is inoperable due to the motor being misaligned. Unrelated to the initial allegation, the display screen was dim and discolored. The threads on the battery cap were stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was ejecting insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.